Manufacturer narrative:
Corrected data: b5. Additional data: a3a, b7, d1, d4, d6a, d6b. H6 coding has been updated to reflect additional information received from the field.

Event description:
A company representative reported that a patient underwent revision surgery approximately 1 year post-operatively to address two xia screws that fractured post-operatively. The patient reported experiencing back pain and anxiety. This report is for the first of two xia screws.

Event description:
A company representative reported that a patient will be undergoing a revision surgery to address two xia screws that fractured post-operatively. This report is for the first of two xia screws.